Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal posterior atraumatic lumbar (t-pal) procedure on (B)(6) 2018, the t-pal inserter would not disengage from the t-pal cage. The surgeon was placing a t-pal cage in the l3-l4 disc space. When the cage was positioned where the surgeon wanted it, the surgeon went to disengage the t-pal inserter and it hung and did not release from the cage. The surgeon was eventually able to get the inserter to release from the cage. The surgeon then asked for a fluoroscopy shot and realized the cage shifted from the original position and moved to the lateral portion of the l3-l4 disc on the left side. The surgeon was able to retrieve the cage. The cage was loaded to a new t-pal inserter and the surgeon inserted the cage with no further issues. No fragments were generated. The procedure was successfully completed with a surgical delay of 25-30 minutes. On (B)(6) 2018, the surgeon took the patient back to surgery to remove some autograph bone that had protruded into the neuro foramen. On (B)(6) 2018, the patient underwent a third surgery to remove a bone that was not seen and removed in the second surgery. Patient is doing well and went home on (B)(6) 2018. Concomitant device: t-pal cage (part: unknown, lot: unknown, quantity: 1) this report is for a t-pal spacer applicator handle. This is report 2 of 3 for (B)(4) and captures the intraoperative events of the initial surgery on (B)(6) 2018. The revision surgery to remove the protruding autograph bones is captured in (B)(4). The second revision surgery to remove the autograph bone missed in the previous surgery is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If a device history record (DHR) review was conducted. Part: 03.812.001, lot: l569650 , manufacturing site: haegendorf , release to warehouse date: 18.jan.2018 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the device was received intact with no visual defects. The device shows surface wear consistent with use and which would not impact the functionality. Functional test: per the t-pal interbody system technique guide, during use, the applicator inner shaft (03.812.003) is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The three retuned devices (part 03.812.004 / lot 8473255, part 03.812.001 / lot l569650, and part 03.812.003 / lot l606032) were assembled and disassembled per the above technique. Rotation of the knob advanced and retracted the inner shaft as intended. In order to replicate attachment to the implant, a 6.50mm gage pin was used to test the release position as specified in drawing. The gage pin traveled freely in the released position as intended. The devices were then disassembled as intended. Thus, the received condition does not agree with the complaint description and cannot be replicated with the returned devices. No device defect has been identified. Conclusion: the complaint condition is unconfirmed as the returned devices (part 03.812.004 / lot 8473255, part 03.812.001 / lot l569650, and part 03.812.003 / lot l606032) functioned together as intended. No malfunctions were observed during the course of this investigation. Thus, no design or manufacturing defect or deficiency was identified. Based on the received functional condition, it is probable that device use impacted the complaint condition. Instruction for use is provided per the t-pal interbody system technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event description: revision of extruded bone graft on the right with right l5 radiculopathy after implantation was already captured on (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: additional event description updated. B7: medical history/preexisting condition updated. E1: facility name updated. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation is in progress. Device history lot. Part: 03.812.001. Lot: l569650. Manufacturing site: (B)(4). Release to warehouse date: jan. 18, 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history review. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal posterior atraumatic lumbar (t-pal) procedure on (B)(6) 2018, the t-pal inserter would not disengage from the t-pal cage. The surgeon was placing a t-pal cage in the l3-l4 disc space. When the cage was positioned where the surgeon wanted it, the surgeon went to disengage the t-pal inserter and it hung and did not release from the cage. The surgeon was eventually able to get the inserter to release from the cage. The surgeon then asked for a fluoroscopy shot and realized the cage shifted from the original position and moved to the lateral portion of the l3-l4 disc on the left side. The surgeon was able to retrieve the cage. The cage was loaded to a new t-pal inserter and the surgeon inserted the cage with no further issues. No fragments were generated. The procedure was successfully completed with a surgical delay of 25-30 minutes. Patient outcome is unknown. Concomitant device reported: unknown t-pal cage (part # unknown, lot # unknown, quantity 1) this complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, b6, b7: updated information provided for reporting d11: concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6: updated tests/lab data including dates. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5082280, a copy is attached. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Maude report mw5082280 was reported. B3: the correct date of event is aug 28, 2018 as reported in the initial report. It was reported inadvertently in the maude mw5082280. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.